Event description:
It was reported that the buttons on the footend of the mattress had come off. It was reported that the holes left by the missing buttons allowed fluid to seep into the mattress.

Manufacturer narrative:
Conclusion: the mattress was replaced.